Event description:
Based on a previous hospira recall regarding the use of electri-cord (5-15p) faulty power cord plugs, we discovered the same style plug ends on the described video carts - correctly used in or.

Manufacturer narrative:
Investigation results: conmed linvatec received a medwatch report from this user facility regarding the style of plug for this video cart. The user facility reported concern that this cord is the same style of another manufacturer's cord under recent recall. No adverse event occurred with the cord to conmed linvatec video cart, 120 vac. An investigation into this reported concern is in process. A follow-up report will be sent upon completion of an investigation. The reporter does not want their identity disclosed. Additional information from the voluntary report: conmed linvatec, video cart, conmed linvatec, (B)(4).